Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
Boston scientific received information that the pacemaker and right ventricular (rv) lead exhibited an out of range impedance measurement that triggered the lead safety switch (lss). Undersensing was also observed on the rv channel. The clinician also noted that the minute ventilation (mv) was disabled. Boston scientific technical services (ts) was consulted and discussed that mv is disabled when lead configuration switches to unipolar, which is what occurs when lss is triggered. Since the patient was not pacemaker dependent and was asymptomatic, the patient elected not to undergo a lead replacement procedure at this time, thus physician programmed the device to pace and sense in the atrium only and electrically abandon the rv lead. A lead replacement will be considered at the time of normal device change out. No adverse patient effects were reported.